Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for possible under delivery anomaly due to critical pump error (open book image) alarm. Unable to test for insulin flow blocked alarm/no delivery alarm due to critical pump error (open book image) alarm (svn (B)(6)). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Successfully downloaded history files and traces using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on 12/09/2024 11:42:58.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window and scratched case the pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 16-nov-2024 in the pump history file. 11/16/2024 00:01:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 7500 (0.75 u) bolusamountdelivered: 7500 (0.75 u) 11/16/2024 00:05:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 11/16/2024 00:16:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) 11/16/2024 00:21:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u) 11/16/2024 00:25:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 11/16/2024 00:29:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) 11/16/2024 00:30:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 11/16/2024 00:36:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 6250 (0.625 u) bolusamountdelivered: 6250 (0.625 u) 11/16/2024 00:40:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 11/16/2024 00:45:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u). Unable to verify customer's daily total of all insulin delivered surrounding the event date of 16-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 16-nov-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 16-nov-2024 in the pump history file. 11/10/2024 00:01:35.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 11/10/2024 01:01:38.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 11/10/2024 07:01:39.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 11/10/2024 16:01:38.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 11/10/2024 18:01:40.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 11/10/2024 19:01:40.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 11/10/2024 22:01:42.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 11/10/2024 23:31:40.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 11/11/2024 00:31:40.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 11/11/2024 12:21:03.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/11/2024 12:21:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/11/2024 18:34:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 11/11/2024 19:24:10.000 batteryremoved (55) 11/11/2024 19:24:10.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/11/2024 19:24:19.000 batteryinserted (44) 11/15/2024 02:17:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 02:18:28.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 02:18:50.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 03:02:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 03:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 03:16:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 08:33:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 17:42:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 17:46:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 17:56:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 18:22:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 18:23:12.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/15/2024 18:30:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 11/16/2024 12:45:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/16/2024 18:31:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/16/2024 18:34:15.000 batteryremoved (55) 11/16/2024 18:34:15.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/16/2024 18:44:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/16/2024 18:45:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 11/16/2024 18:45:58.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 11/16/2024 18:46:06.000 alarmalertnotification (40) faultnumber: battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on 11/15/2024 7:12:57 am. There was no power data available for the date of 11/11/2024. Unable to check power data for low battery alert. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump's time reset. Pump was received with a critical pump error (open book image) alarm. Unable to test for sensorerroralert, nodelivery (7) alarm and lost sensor alert due to critical pump error (open book image) alarm. Sensorerroralert (801) - unknown. Nodelivery (7) alarm - unknown. Lowbatteryalert (104) - unknown. Lost sensor alert - unknown. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Please see below pertaining to svn (B)(6) and event date 19-nov-2024. 11/17/2024 09:35:38.000 batteryremoved (55) 11/17/2024 09:35:38.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/17/2024 09:36:54.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 11/17/2024 09:37:08.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 11/17/2024 09:37:16.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 11/17/2024 09:43:43.000 batteryremoved (55) 11/17/2024 09:43:43.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/17/2024 09:43:58.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 11/17/2024 09:53:00.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 11/17/2024 10:03:36.000 batteryremoved (55) 11/17/2024 10:03:36.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/17/2024 10:03:52.000 batteryremoved (55) 11/17/2024 10:03:52.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/17/2024 10:03:58.000 batteryremoved (55) 11/17/2024 10:03:58.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/17/2024 10:04:36.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 11/17/2024 10:04:50.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 11/17/2024 10:04:58.000 alarmalertnotification (40) faultnumber: battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed and the pump's time reset. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly unknown. No delivery alarm/occlusion alarm unknown (svn (B)(6)). Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia, malaise treated with hospitalization: overnight stay, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), no treatment. Troubleshooting was performed. The event involved product(s) mmt-394a, mmt-7040a, mmt-332a, mmt-1884. Customer was using the auto mode/smartguard feature at the time of the event. High bgs/under delivery customer reported high blood glucose event. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-394a. No product return is required for mmt-7040a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.